Event description:
The patient procedure was a c1 - t2 posterior spinal fusion. The patient was in the prone position. While using the mayfield composite series skill clamp, the patient experienced an approximate 3-inch laceration to the right side of their head requiring suturing.